Manufacturer narrative:
The pump is expected to be returned for investigation. It has not yet been received. The product label states that if there is an alarm for occlusion, "open security door if closed. Remove back pressure by squeezing and releasing the cradle release handles. Identify and correct the cause of the occlusion. Alarm will self correct." The device history was downloaded at the user facility. Review of the history indicated in 2009 at 2121, cca 5000/nacu set, history cleared & device programmed in the pca only mode to deliver hydromorphone 1mg/ml, 0.2mg pca dose, 10 minute patient lockout, 4.8mg 4 hour limit & door locked. Between 2123 and 0708 the following day, there were twenty-four 0.2mg pt initiated deliveries and seventeen unmet demands. At 0724, an occlusion alarm occurred. At 0725, door was opened & a check vial alarm occurred. At 0726, the door was locked, check settings alarm & door was opened. At 0727, hydromorphone 1 mg/ml was confirmed, the settings were retained and the door was locked. At 0939, door opened, check vial & check settings alarms occurred. At 0940, the device was powered off. Review of the pump history indicates the pump delivered as programmed.

Event description:
The customer contact reported an operator error which resulted in the patient receiving more medication than intended. The pump was being used to deliver morphine; however, due to the patient's complaint of limited pain relief, the medication was changed to hydromorphone. In 2009 at 2121, a new tubing set was primed & the slide clamp on the tubing set was engaged. The pump was then programmed to deliver hydromorphone 1mg/ml, in the pca only mode, with a 0.2mg pca dose, a 10 minute patient lockout, & a 4.8mg 4 hour limit. The following day at 0724, the pump visually displayed a distal occlusion. The nurse could not specify if an audible alarm tone sounded. At this time, the nurse noted the pump display indicated that a total of 4.8mg had been delivered. It was reported that the patient had been using the "button throughout the night." The nurse checked the IV site & tubing set. At this time the nurse noted that the slide clamp on the tubing set was in the closed position & the nurse released the clamp. The patient indicated that "following the release of the clamp, that 'he felt himself going out & wanted to say something but was unable."' At 0914, the patient was found unresponsive, with snoring respirations. It was reported the pt went into respiratory arrest & a code blue was called. The patient's o2 saturation was 21%. The patient was treated with o2 via ambu bag & two unspecified doses of narcan were administered. The customer contact reported the patient responded to the narcan & was transferred to the critical care unit for observation. The pump was removed from clinical service. The customer contact indicated the patient recovered & was discharged from the hospital the next day, which was one day later than planned. Though requested, no additional information was provided.